Manufacturer narrative:
One sample was received for evaluation. Functional testing was able to verify and duplicate the reported problem. The amount delivered was above the accuracy specification. The root cause was unable to be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device showed that there should be fluid left in the cassette, but the cassette was done dry. Per reporter, the total cassette volume was 55.2ml, reservoir volume: 5.2ml and given: 55.2ml (cassette was dry). The event occurred in the patient¿s home. There was patient involvement, and no patient harm/adverse event reported.